Event description:
It was reported that a pump over infused a chemotherapy medication. The customer stated that the pump was programmed to infuse in 24 hours, but the infusion was completed in 20 hours (programmed amount and delivery rate unknown).

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation and therefore an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report wil be submitted. Baxter attempted to contact the customer on multiple occasions to acquire additional event information without success.